Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block d4, h4: the complainant was unable to provide a lot number. Therefore, the manufacture date is unknown. Block h6: imdrf device code a0401 captures the reportable event of brush break.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during scope cleaning on (B)(6) 2025. During a scope cleaning, resistance was felt while inserting and withdrawing the device from the endoscope. The tip brush had detached and remained inside but was successfully pushed out with another brush, causing no issues. There was no patient involvement in this event.